Event description:
A malfunction was reported by the caller involving the pump, which occurred after an occlusion issue was addressed by resuming insulin on the device. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted in the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while contacting support if the issue reappeared.